Event description:
It was reported that during a biopsy procedure, the needle was allegedly not sharp. It was further reported that the device was allegedly difficult to draw back during biopsy. Reportedly, the plastic tube protecting of the needle falls off when taken out of the package. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee biopsy device was received for evaluation. During visual evaluation, the device appeared to be clean, the penetration depth marker was set to 25mm and the device was received in its initial position. On further observation, it was noted that the needle protector was fully on the device and when removed there was a flare to the end and further testing/observations are unable to be performed as the needle protector was inadvertently discarded at preliminary evaluation. Burrs were noted to the cannula distal tip. Upon further evaluation, the device was able to be fully primed with no issues. The device was further tested by firing the device 12 times each at the 18mm and 25mm using the automatic and semiautomatic firing options in pork shoulder. The device was able to prime, fire and obtain all samples properly. All 24 fires were completed with no issues. No issues were noted when removing the device from the sampling medium. Therefore, the investigation is confirmed for the reported dull needle as the burrs were noted on the needle, the investigation is unconfirmed for the reported difficult to remove as no issue were noted while removing the device from the sampling medium and the investigation remains inconclusive for the reported detachment of device component as no objective evidence has been provided. A definitive root cause for the reported dull needle issue, detachment of device component and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the needle was allegedly not sharp. It was further reported that the plastic tube protecting of the needle allegedly falls off when taken out of the package. It was further reported that the device difficult to draw back. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.